Manufacturer narrative:
Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (apr 2019 through mar 2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse arrived at the facility and was informed by the biomedical department that they re-engaged the console into the hospital cart and were able to charge both batteries. The fse was unable to duplicate the charging issue. Some dried saline was cleaned from both battery bays. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown. No patient harm, serious injury or adverse event was reported.